Event description:
There has been a defect in the camera console side attachment of camera head. During surgery, the surgeon is not able to get perfect resolution picture. The picture gets blurred occasionally. Due to this issue, the surgeon had to use a non-smith and nephew system which has been working for years. The surgeon is not happy with the smith and nephew system. No injuries or complications were reported as a result.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A service assessment of the unit revealed the device functioned as expected. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.